Manufacturer narrative:
Product complaint # (B)(4). Device not returned. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3730826 and product code 810081l. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date in 2014 and the mesh was implanted. It was reported that the patient experienced chronic and constant pain. It was also reported that the patient had recurrent urinary tract infections and mesh erosion. Additional information was requested.